Event description:
It was reported that the product was returned with no information/no complaint. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. The outer insulation of the lead developed cosmetic mio (metal ion oxidation) while in vivo. The outer insulation of the lead was observed to have blood ingression. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).